Event description:
It was reported that during the low anterior resection procedure, anvil popped off easily when the surgeon rotated the knob to close the device. The doctor used another like device to complete the case. There were no pt consequences. The product has been discarded.